Manufacturer narrative:
Citation: alabbadi s, bowdish me, sallam a, et al. Transcatheter versus surgical aortic valve replacement in patients younger than 65 years in the united states. J thorac cardiovasc surg. Published online january 9, 2025. Doi: 10.1016/j.jtcvs.2024.12.025. Earliest date of publication used for date of event. Used medtronic¿s earliest approved savr product for product code and PMA# details. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the outcomes of transcatheter (tavr) versus surgical aortic valve replacement (savr) in patients under 65 years of age in the united states. The authors searched three state-level healthcare claim databases (california, new jersey, and new york) and extracted hospitalization data during which tavr or savr procedures were performed between 2013 and 2021. Ultimately, the study population consisted of 9,557 patients who underwent isolated bioprosthetic savr (n = 6,849) or tavr (n = 2,708) for aortic stenosis. Device manufacturers or brand names were not identified but given medtronic¿s sizeable presence in the bioprosthetic heart valve market, it¿s likely that medtronic-manufactured products were implanted in both of the savr and tavr groups. Among both groups, the authors recorded occurrences of the following adverse outcomes: stroke, need for permanent pacemaker implantation, reoperation/reintervention, and hospitalization for heart failure. Additionally, the six-year mortality rate was 24.0% in the tavr group and 5.2% in the savr group. However, there was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths.